Manufacturer narrative:
(B)(4). One used petite polypropylene (B)(4) device was returned along with the catheter lock and two lengths of catheter (~14.5 cm and ~3.5 cm). Tissue was observed on the vital port housing prior to cleaning. Markings were present to indicate the suture holes were used. The catheter and catheter lock were not attached when the device was received. The catheter was observed under magnification, and burnishing was observed on the od of one of the catheter segments. Burnishing was observed on the other catheter segment, but the wear was not as severe. One additional puncture was observed on each catheter fragment, and each puncture displayed signs of burnishing. The burnishing on the catheter's surface is indicative of long-term wear on the catheter surface. Friction on the surface of the catheter over the 4 year duration of implantation likely wore through the catheter and created the fracture. There is no evidence of manufacturing nonconformity.

Event description:
About 4 years ago, cook's vital-port was implanted in the chest by jugular vein approach. On (B)(6) 2014, the catheter fractured and separated. The separated segment was retrieved from the patient in another hospital. There have been no adverse effects to the patient reported.